Event description:
The initial reporter alleged questioned results during the use of the kit cobas 6800/8800 dpx 480t us on the cobas 6800 analyzer. The customer¿s workflow involves testing super pools of 280 constituents, which are stored frozen for up to 160 days and thawed for testing. Subsequent pools, including mini pools, resolution pools, and individual samples, are created and tested in a stepwise manner, with each pool derived from a deep well plate associated with the original super pool. On (B)(6) 2024, a super pool (B)(6) tested reactive for b19 with a result of 2510 iu/ml and non-reactive (nr) for hav. This test was conducted on a cobas 6800 analyzer. On (B)(6) 2024, a mini pool (B)(6) of 70 constituents was tested and found reactive for b19 with a result of 2370 iu/ml and nr for hav. On (B)(6) 2024, a resolution pool (B)(6) of 10 constituents was tested and found reactive for b19 with a result of 1440 iu/ml and nr for hav. On (B)(6) 2024, an individual sample (B)(6) was tested and found nr for b19 but reactive for hav with a cycle threshold (CT) value of 39. On (B)(6) 2024, the same individual sample (B)(6) was retested and found nr for both b19 and hav. The customer reported that the pools were not retested and stated that no sample mix-up was possible. The results were not consistent across the testing workflow, with the original super pool reactive for b19, subsequent smaller pools also reactive for b19, and the first tested individual sample reactive for hav. Two subsequent individual sample tests were nr for all targets.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer with serial number (B)(6). The investigation determined that the discrepancies observed in the results were likely sample-specific and not indicative of a systemic issue with the kit cobas 6800/8800 dpx 480t us reagent lots. A review of the customer¿s workflow and testing process revealed no evidence of sample mix-up. The differences in viral concentrations observed across the pools and individual samples were attributed to the distribution and concentration of positive samples within the pools. Additionally, two different reagent kit lots were used during testing, and no systemic issues were identified with either lot. The investigation concluded that the observed discrepancies were linked to the specific samples tested. The device remains in use at the customer site.